Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times after filling the cartridge with insulin during the load process. Reportedly, the customer was not sure how much insulin was added into the cartridge but stated that it was not very much. The customer's blood glucose level was 329 mg/dl at the highest. The customer administered a correction bolus. During troubleshooting with tandem technical support (cts), the customer used a new cartridge and able to complete load process.